Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device was reported found to have a tear, rip, or hole in the device packaging. - 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 3 previously reported events are included in this follow-up record. Product return status 3 devices were not available for evaluation.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. - 3 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Event description:
This report summarizes 3 malfunction events in which the device was reported found to have a tear, rip, or hole in the device packaging. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was originally reported for this failure mode during the reporting quarter; however, 2 events were inadvertently excluded. 3 reported events are included in this follow-up record. Product return status: 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 3 device investigation types have not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. 3 events had no patient involvement; no patient impact.